Event description:
It was reported that the pump experienced repeated occlusion alarms. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.